Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using a penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician successfully implanted two smart coils in the target vessel using the microcatheter. While attempting to advance the next smart coil into the microcatheter, the physician experienced resistance and the smart coil was unable to advance into the microcatheter. Therefore, the smart coil was removed. The procedure was completed using two smart coils and the same microcatheter. There was no report of an adverse effect to the patient.